Manufacturer narrative:
Evaluation summary: the post may have fractured due to high, repeated impaction forces. To potentially improve performance, the material specified has since been changed to a 13-8 sst, which is less notch sensitive. This impactor device was manufactured from 455 sst, which was prior to material changes. The exact cause cannot be determined with certainty. The impactor head may have fractured due to high, repeated impaction forces especially if they were not in line with the axis of the recess. The exact cause cannot be determined with certainty. As returned, the wall of the impactor head is fractured where it attaches to the handle. The impactor exhibits a fracture at the base of the pin. The fractured pin was not returned for review. Manufacturing documentation is in order and no material or manufacturing anomalies are noted.

Event description:
It is reported that during procedure to implant a poly liner and glenosphere, the surgeon was using a mallot and the impactor head broke.